Event description:
When dilator from mini stick removed, only half of the dilator cath was on the wire. Snare was used to remove two larger pieces, and stent was used to place the remaining piece against the arterial wall. FDA safety report ID# (B)(4).